Event description:
User facility reported: while performing a cardiac catheterization using the acist angiographic contrast injector, air was injected into a pt. The pt experienced cardiac arrest and was extubated and recovered.

Manufacturer narrative:
The angiographic injector was taken out of service in 2007 and returned to acist medical systems on may 17, 2007. Functional testing of the angiographic injector is currently being performed. Disposable kits used during the procedure were returned to acist medical systems and tested under simulated use and passed functional testing. The user facility reported that an add'l component was used in conjunction with the acist disposable kit. As stated in the acist user manual, using any add'l components (e.g., manifolds, connector tubing) is a contraindication. The cineangiogram from the procedure was reviewed by acist's medical advisory. The first run of the cineangiogram showed evidence of a significant air embolism obstructing blood flow in the mid lad artery, which was present from the first frame of the angiogram. In addition, there was a small air embolism seen going down the circumflex (without obstruction) during the injection. On the second run of the left coronary, all of the air had cleared and there was normal blood flow. The left ventricular angiogram at the end of the case showed a low normal to slightly reduced global lv function. Upon completion of functional testing of the angiographic injector, a supplement report will be submitted.